Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Vessel morphology at the time of implant was reported as a short aortic neck, 7 mm in length with 45 degree angulation. It was reported a recent CT demonstrated that the stent graft has migrated 7 mm into the aneurysm sac with a type I endoleak. The decision was made to convert to open repair and the stent graft was explanted. A conventional graft was sewn in. The explanted stent graft was discarded by the user facility. There are not add'l clinical sequelae reported, and the pt was reported to be fine.

Manufacturer narrative:
Evaluation results: (migration, endoleak); (short aortic neck, 7 mm in length with 45 degree angulation).